Event description:
It was reported that in the operating theatre when the clinician tried to remove the introducer needle placed in the patient's right internal jugular from over the guide wire, the hub of the needle separated from the cannula. It was noted that no force was applied to either the guide wire or needle and there were no issues during the insertion. Both the cannula and hub were removed from the patient without issue. The needle not replaced as the guide wire was in place. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.